Event description:
It was reported that this pacemaker was scheduled for a prophylactic replacement. Additionally, the device had less than three months of battery life remaining. Prior to the replacement procedure, the device was interrogated, and it was found to be operating in safety mode. The device was successfully explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report. This device was thoroughly inspected and testing was begun upon receipt at our post market quality assurance laboratory. The device was unable to be interrogated. As such, the device was forwarded for exterior case removal and inspection and testing of the internal components; however, the device unfortunately became lost while being routed. Despite extensive searching, the product could not be located. If this device is found at any time in the future, detailed analysis will be completed and a follow-up report will be sent with the results. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that this pacemaker was scheduled for a prophylactic replacement. Additionally, the device had less than three months of battery life remaining. Prior to the replacement procedure, the device was interrogated, and it was found to be operating in safety mode. The device was successfully explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this product for analysis.

Manufacturer narrative:
This product was manufactured prior to implementatlon of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.